Event description:
Home pt (hp) reports pt line of homechoice set was not priming completely. Hp reports being able to reprime line and complete treatment with assistance from baxter technician. No pt injury or medical intervention require per hp.